Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: limited flow noted after manta deployment. During a tavr procedure. There were 2 sheath exchanges. First sheath was a 18fr seal for a 26 mdt valve deployment . An additional valve was needed so a 14fr tavr sheath was inserted. Manta was deployed, some ooze was noted, and manual pressure applied for 5 minutes. Bleeding was resolved. Distal pulse noted following the procedure. About 20 minutes later, patient was found to have a cold foot with no arterial flow. Patient was brought back to the hybrid operating room and a surgical cutdown performed to restore flow.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigative team and indicate a blocked flow superior to the manta radiopaque lock. The device lot history record reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the right common femoral artery. A central positioned access was gained utilizing ultrasound and micropuncture. The arteriotomy was >7.0mm, depth measurement of 4.0cm, moderate calcification, with posterior and anterior circumferental wall calcification. All calcification was noted to be located above the access site. Issues were encountered advancing and exchanging procedural sheaths. Multiple sheath exchanges occurred with some difficulty due to an additional valve was needed. Following deployment, oozing was present and manual pressure was applied. The bleeding stopped and distal pulses were noted; however, twenty minutes later the patient developed a cold foot with no arterial flow. The patient was transferred back to the or where the surgeon performed a cut down to remove a clot, explant the intact manta, and restore flow. The root cause of the embolization is potentially due to plaque breaking. However, due to insufficient information regarding initial, deployment, and surgical cut down procedures, the presence of the clot, positioning of manta at the time of the surgical cut down, the root cause of the embolization cannot be determined. The following adverse events associated to the deployment of vascular closure devices have been identified in the IFU: ischemia of the leg or stenosis of the femoral artery; and thrombosis formation or embolism. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include deep vein thrombosis, and oozing from the puncture site. The IFU precautions: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.